Event description:
Report received from abbott international affiliate (abbott france)that states: "the pump was used in a patient for chemotherapy. The lock feature was used. Flow rate and volume to be delivered had been set up. The fluid was contained in a glass bottle. There were no problems till the end of the infusion. But once the bottle was empty, the pump continued to work and infused air in the patient. The patient has had an air embolism with temporary paralysis. The patient is currently in good health with no sequelae. The system operating manual mentioned that the air-in-line alarm is deactivated when the lock feature is used. "The report further states that the lock feature was used without placing an air eliminating filter in line. The infusion was 500ml of "glucose 5% and calcium levofolinate". The infusion rate was not provided. No add'l info was available.